Event description:
The center reported that the patient experienced a device failure. The device was explanted and the patient was reimplanted with another advanced bionics cochlear implant in 2004.

Manufacturer narrative:
The explanted device was not returned to advanced bionics for evaluation. This is the final report.